Event description:
Pt underwent a diagnostic cath. Femoral angiogram of 6 french sheath placement appeared unremarkable, vessel was not calcified nor tortuous. Pt had several previous procedures via the femoral access site for stent placements. Following procedure the sheath was pulled immediately, and hemostasis was obtained after 10 minutes of manual compression, the pt ambulated 2 hours later and was subsequently discharged home. Pt presented to ER the following day after experiencing sharp pain at right groin while standing. There were signs of bruising and the groin was painful to touch. Pt did not notice or experience any complications on the day of discharge. Ultrasound of groin revealed a pseudoaneurysm approximately 3 cm. Pseudoaneurysm was treated with ultrasound guided thrombin injection. Pt was discharged the same day with no further clinical sequelae.

Manufacturer narrative:
The device was not returned therefore failure analysis could not be performed. A review of the DHR was not performed because the lot number is unk. No non conforming material reports (ncmrs) have been initiated related to this failure mode over the last six months. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. Based on available info, the root cause of the pseudoaneurysm is unk.